Event description:
Event description cpi received information that this bipolar lead was explanted because 'it was no longer required'. The lead was returned for routine analysis, initial testing found insulation damage. Implanted-12/03/91. Explanted-07/10/96. Implant months-55.2.